Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was shocked twice. Non-sustained ventricular tachycardia (nsvt) and vt/vf episodes were all set to high priority. Patient was in atrial fibrillation with a rapid ventricular response, evidenced by stored nsvt episodes. Shock episodes were overwritten. Programming changes were performed. The patient was in stable conditions.